Event description:
It was reported that during a tka, the gii universal extractor broke, this occurred when the instrument had being pulling out from the patient. Despite this, there was no harm inflicted to the patient. There was no significant delay and a smith and nephew back up was available to complete the procedure. No other complications were reported.

Manufacturer narrative:
The device, used in treatment, was returned for evaluation. A visual inspection of the returned device confirmed the gii universal extractor confirms the device fractured into three pieces. All pieces were returned for evaluation. This instrument exhibits signs of extreme use and wear. A review of complaint history on the listed part revealed no prior complaints for the listed batch number with the same failure mode. A review of the manufacturing records did not reveal a manufacturing abnormality that could have caused or contributed to the reported incident. A review of the risk management file revealed this failure mode was previously identified. This device is a reusable instrument that can be exposed to numerous surgeries; damage from repeated use can occur. Expected wear/tear is likely the probable cause of the reported event. We recommend that all reusable instruments be routinely inspected for wear and damage and replaced as necessary. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. Based on this investigation, the need for corrective action is not indicated. Should additional information be received, the complaint will be reopened. No further investigation warranted for this complaint; however we will continue to monitor for future complaints and investigate as necessary. We consider this investigation closed.